Manufacturer narrative:
(B)(4).

Event description:
It was reported that after drilling, the doctor inserted the anchor into the hole but the anchor couldn't stay inside the bone, it came back out. Surgeon prepared a new hole using the same drill; therefore initial site was left empty. A new anchor of the same size was used to complete the operation. There was only a few minutes delay. No impact to the patient was reported.

Manufacturer narrative:
Device investigation narrative - one 2.9 bioraptor assembly was returned for evaluation. Visual assessment of the device showed the anchor and one leg of ultrabraid suture are missing. Dimensional assessment of the inserter found it met print specifications. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the anchor, a rootcause cannot be determined. Further investigation is not warranted at this time. UDI: not available. Device returned for evaluation. (B)(4).